Event description:
Pt underwent left total knee arthroplasty during 1987 at another facility. Pt presented with complaints of severe instability, pain, and recurrent effusions of the knee. Radiographic examination of the knee reveals anteriro subluxation of the femur on the tibia and slight lateral subluxation of the patella. Intraoperatively, the synovium was found to be "brown and stained". Polyethylene wear was quite severe. The patella was completely loose and pulled out, metal backing and all. The polyethylene had failed on the tibia, particularly medially. Fragmeents of polyethylene were found within the joint space. All total knee components were removed and replaced. Copies of operative report and radiographs requested from surgeon who performed initial surgery but reports have not yet been rec'd.